Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and salpingitis ('infection (other) describe: salpingitis') in an adult female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included left lower quadrant pain. Concomitant products included ethinylestradiol;norgestrel (cryselle). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and salpingitis had resolved and the dyspareunia, pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, pelvic pain and salpingitis to be related to essure. The reporter commented: trailing coils left- 3, trailing coils right- 4. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record was received. Lot number were added. Previously reported event- injury updated to new event- dyspareunia (painful sexual intercourse), salpingitis, pain, perforation (fallopian tube), abdominal pain, lower back pain, she did not underwent essure confirmation test. Reporter information, medical history, concomitant drug, events onset date, events outcomes were added. Category changed from other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and salpingitis ('infection (other) describe: salpingitis') in an adult female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included left lower quadrant pain. Concomitant products included ethinylestradiol;norgestrel (cryselle). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and salpingitis had resolved and the dyspareunia, pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, pelvic pain and salpingitis to be related to essure. The reporter commented: trailing coils left- 3, trailing coils right- 4. Batch no -b93877 production date -2013-11-07 expiration date -2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and salpingitis ('infection (other) describe: salpingitis') in an adult female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included left lower quadrant pain. Concomitant products included ethinylestradiol;norgestrel (cryselle). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and salpingitis had resolved and the dyspareunia, pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, pelvic pain and salpingitis to be related to essure. The reporter commented: trailing coils left- 3, trailing coils right- 4 . Batch no -b93877, production date -2013-11-07, expiration date -2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review imdrf/FDA codes were updated. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.